Event description:
It was difficult to connect the high-pressure hose or wall piping adapter connected to the co2 gas cylinder to the co2 supply port on the rear panel. The connection is prone to air leakage.

Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hight flow insufflation unit had the air intake interface tight. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.